Event description:
The company received a report where it was claimed that the patient experienced three occurrences of "cuff leaks" during use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for investigation.